Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during wound closure, the needle separated from the suture/string and became embedded in soft tissue. The needle was not visible on inspection and patient had to be taken to the operating room to remove the needle. The needle was localized and removed. There was an extension of the incision by more than one inch in order to remove the needle.